Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient developed a recurrent hernia. A reoperation was done. During the surgery, the surgeon noted that there was a hole in the center of the mesh the size of a nickel. The hole was repaired and the mesh was left implanted.